Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were x-rays taken to locate the needle piece(s)?=>the broken tip was able to confirm visually.(the surgeon was chasing the needle tip with his eyes.) The following information was requested, but unavailable: what measures were taken to retrieve the broken piece?=>no further information is available. Was there any additional tissue damage as a result of searching for the needle piece?no further information is available. What is the lot number? No further information is available. Event related to mw # 2210968-2022-03025. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an incisional hernia surgery procedure on (B)(6) 2022 and suture was used. A needle was inserted to suture the muscle, but it was very hard, and the needle tip was broken. Because the site where the needle tip fell could be confirmed with the eyes, it was immediately taken out. Changed to another product because the needle could not pass through a rigid muscle and completed suturing. No adverse patient consequences were reported. Additional information was requested.